Event description:
The manufacturer received information alleging the unit became inoperative and was rebooted. The unit was replaced. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The reported phenomenon was not duplicated. Checked the error record and confirmed that no log related to operational stoppage was remaining but lots of "e-65535"s had been recorded in the time period when the phenomenon occurred. This error indicates that logs were not written properly. Although the reported phenomenon was not duplicated, pca was replaced to prevent recurrence.